Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A DHR and ship history review cannot be performed as the lot number was not available. The device instructions for use (IFU) was reviewed. The patient symptoms urinary incontinence & atrophy were found to be listed in the IFU. A risk review was completed and confirmed that the event of atrophy and urinary incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring stress urinary incontinence (sui) likely due to muscle atrophy in the bulbous urethra. The device was explanted and replaced. There were no additional patient complications.